Event description:
Pfs and medical records received. Pfs alleges pain. During the revision operation only the femoral head was revised, but both the head and liner are being reported for pain. In the revision operative note they questioned infection, but they surgeon stated "certainly nothing obviously infected".

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Update apr 12, 2018: ppf, pfs and medical records received. Plaintiff profile form reviewed, added the lot numbers and manufacturing dates of the products. Pfs alleges metallosis , metal debris, metal reaction, inflammation and tissue necrosis of the left hip causing pain and physical restrictions. After review of medical records for MDR reportability it was reported that the patient was revised to address rapid onset of pain. Revision note stated, there were bursal fluid under pressure that was actually from the joint itself. There was some bland necrotic debris, nothing obviously infected. Workup for infection showed the crp very elevated and sedimentation rate mildly elevated and aspirate not indicative of infection. The head was removed and sent for sonification.